Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose level. The customer's blood glucose level was 524 mg/dl at the time of the incident. The customer stated that her blood glucose level went down to 55 mg/dl on the previous night, so she ate some food and in the morning, her blood glucose level went to about 305-320 mg/dl. The customer experienced nausea as a result of high blood glucose. The customer's other blood glucose level was 124 mg/dl. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.